Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional information has been requested but no more information was available at the time of the report. Should additional information become available, a follow-up report will be submitted.

Event description:
End user reports "difficult to remove wafer mass after two days wear time due to increased adherence of mass." No further details have been provided.